Event description:
It was reported by the pt that he felt like his heart rate was faster than normal on a previous date. No increase in seizures, medication changes, or trauma was reported. Pt indicated that he would follow up with his physician on (B)(6) 2012 regarding this issue. Good faith attempts to collect add'l info have been unsuccessful.